Event description:
It was reported that the patient had the artificial urinary sphincter removed due to urinary incontinence as it was no longer functional due to a perforation in the balloon. A new artificial urinary sphincter was implanted. No further patient complications were reported.

Manufacturer narrative:
Upon receipt of the pump, cuff, and balloon components of this artificial urinary sphincter (aus) at our quality assurance laboratory, the components underwent a thorough analysis. The pump and cuff components were visually inspected, microscopically examined, and tested for leaks. No damage or abnormality was noted, no leaks were identified in the pump and cuff. Inspection of the remainder of the devices, apart from the observed damage, revealed no other damage or irregularities. The pump was not functionally tested because of the confirmed malfunction identified in the balloon component. The balloon component was visually inspected, microscopically examined, and tested for leaks. During the visual inspection, it was noted that the balloon was identified to be non-spherical in shape. Scaling on the balloon shell was observed and a pinhole tear was identified during the leak test within the scaling. The balloon was not functionally tested because of the confirmed damage. Scaling on the balloon shell could impact the elasticity of the material, increasing the likelihood of fluid leaks forming with continuous cycling. Based on the information available and analysis results, the reported device allegations of a hole/perforation and mechanical issue were confirmed and could result in the reported clinical event of urinary incontinence, which is a known inherent risk as noted in labeling.

Manufacturer narrative:
There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptoms are a known risk associated with implant of these devices as indicated in the instructions for use.

Event description:
It was reported that the patient had the artificial urinary sphincter removed due to urinary incontinence as it was no longer functional due to a perforation in the balloon. A new artificial urinary sphincter was implanted. No further patient complications were reported.